Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician suspected possible insulation damage to the right atrial (ra) lead as a result of pulling the lead due to a tight fit on first attempt. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.